Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the controller won't recharger the implant. When recharger was plugged in, the controller got frozen on 'checking the recharger' and not moving anywhere. Pt said they tried a reset. Pt said they saw no damage. Pt called the rep who stated to replace the recharger. Troubleshooting could not be performed as pt did not have access to equipment. Reviewed to call back with equipment. Additional information was received. The patient (pt) called back re-reporting information previously documented in this case. Pt called back to provide the recharger (rtm) serial number and to go over shipping information. Pt inspected the rtm and did not notice any damage however, pt said they have noticed the rtm paddle getting hot while recharging. Pt said it had been taking them a long time to recharge and device was getting stuck on the checking the recharger screen. An email was sent to repair for rtm replacement. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3. Analysis was performed on [product ID: 97755, serial# (B)(6)] analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.